Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire fracture occurred. The 100% stenosed lesion was located in the non-tortuous and mildly calcified peroneal artery. As the physician advanced and rotated the platinum plus guidewire across the lesion, it was noted that the wire was not 'responding well' and that the torque response of the wire was lost. The physician removed the platinum wire and under fluoroscopy noted that the radiopaque tip had fractured and remained embedded in the vessel. An attempt was made to snare the detached platinum wire fragment, however, this attempt was unsuccessful. The physician decided to leave the detached fragment inside the patient the physician did not complete this procedure due to this event. It is unknown if there were any additional patient complications. The patient's status was reported as 'stable'. An unspecified time after this event the physician noticed that the platinum wire fragment was sticking out of the vascular access puncture. The physician used fluoroscopy and removed the entire detached platinum wire fragment outside of the patient.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the spring tip coils were severely stretched, the fractured core wire was protruding through coils and the ballweld was missing. The length of the guide wire measured 258cm and the fractured/detached spring tip was returned and measured 2cm. The fractured/detached distal tip was examined using a scanning electron microscopy which revealed that the detached tip was bent. The proximal fracture surface was partially masked due to smeared material and trapped surface organics and exhibited evidence of compression and tension indicative of a bending action. The fracture surface exhibited elongated dimple ruptures in a torsional direction. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire fracture occurred. The 100% stenosed lesion was located in the non-tortuous and mildly calcified peroneal artery. As the physician advanced and rotated the platinum plus guidewire across the lesion, it was noted that the wire was not "responding well" and that the torque response of the wire was lost. The physician removed the platinum wire and under fluoroscopy noted that the radiopaque tip had fractured and remained embedded in the vessel. An attempt was made to snare the detached platinum wire fragment, however, this attempt was unsuccessful. The physician decided to leave the detached fragment inside the patient the physician did not complete this procedure due to this event. It is unknown if there were any additional patient complications. The patient's status was reported as "stable". An unspecified time after this event, the physician noticed that the platinum wire fragment was sticking out of the vascular access puncture. The physician used fluoroscopy and removed the entire detached platinum wire fragment outside of the patient.

Manufacturer narrative:
(B)(4).